Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas e 801 module serial number (B)(4). Of the data provided, only the elecsys ft3 iii results were discrepant. On (B)(6) 2018, the result from a siemens analyzer was 3.20 pg/ml. On (B)(6) 2018, the same sample was repeated on the cobas e 801 module and the result was 0.56 pg/ml. The sample was also tested on an abbott analyzer and the result were "in the normal range". No specific data was provided. The results were reported outside of the laboratory. There was no treatment to patient and no adverse event.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.